Event description:
It was reported by the clinician that an asystole episode was observed on the remote transmission. It was further reported the patient was not symptomatic and that the physician believed the episode was false asystole due to artifact. The implantable cardiac monitor remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).